Manufacturer narrative:
(B)(4). The service engineer (se) downloaded the software onto the customer purchased graphic user interface (gui) printed circuit board (pcb). The ventilator passed self testing.

Event description:
Report received of an 840 ventilator with an inoperative graphic user interface. The ventilator was not on a patient at the time of the event.